Manufacturer narrative:
Via interview, it was determined that the surgical technique guide was not followed by the user because a counter torque instrument was not implemented. After revision, the cap (B)(4) was not returned to the manufacturer by the health care provider. The revision was successful and there has been no report of permanent damage/impairment to the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from surgeon (user) via a manufacturer representative. Locking cap detached from stabilization construct post-op; detected at a later date via fluoroscopy. Revision surgery was completed successfully and no impairment/permanent damage was reported.